Event description:
It was reported that the pressurewire x was advanced into the patient however the device could not be connected. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted the distal core and coils were separated. It is unknown when this damage occurred. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported signal calibration failure was unable to be confirmed, as the returned device was able to function as expected and without error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation was unable to determine a cause for the reported communication or transmission problem (signal calibration failure). There were also multiple bends and a separation noted on the returned guidewire; however, this cannot be directly attributed to the reported issue and is indicative of post-use handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.